Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was used in patient for endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that the physician initially planned to cover renal arteries and the superior mesenteric artery. However, the physician decided to land the bifurcated stent graft at the sma even though diameters were not ideal. As a result there was a type ia endoleak. The physician decided to implant endoanchors. An aptus device was opened and 6 endoanchors were implanted; however, the endoleak remained. It was noted that this was due to the initial low placement of the graft. A cuff was placed and the endoleak resolved and procedure was completed. Per the physician, the cause of event was unknown. No additional clinical sequelae were reported and the patient is fine.